Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg stopped communicating with external devices following an unrelated surgery. A manufacturer representative met with the patient but was unable to recover the inoperable ipg. In turn, patient underwent surgical intervention on (B)(6) 2020 wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
There is guidance noted in the clinicians manual concerning handling of the device: electrosurgery devices should not be used in close proximity to an implanted neurostimulation system. Based on the information received, the cause of the reported incident is related to user error.